Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps2 console during use. She reported that the console repeatedly opened and closed the vent valve during delivery in the procedure and displayed "is there air in the heat exchanger". The reported stated she disabled the vent valve and continued to use the console to complete the procedure with no complications. She reported that the console had duplicated this behavior in another case previously (no details provided). A loaner will be shipped to the facility and the console will return to the manufacturer for investigation. There were no complications reported as a result of the alleged event.

Manufacturer narrative:
The console was opened and the fluid level sensor was replaced for the complaint. The console was reassembled and the reported error was no longer present. Examination of the fluid level sensor found that the convex sensor pad appeared off-center.